Event description:
The customer reported that the touchscreen is not responding. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and states unit touchscreen is unresponsive, not able to calibrate screen, no evidence of impact damage, display is good and no alarms activated but not able to access any parameters, not able to access diagnostic codes or any other screens, requests troubleshooting. Product support advised customer to swap display with known good display to see if problem is isolated to display assembly or replace touchscreen to see if issue is corrected, customer acknowledged, will call back if needed and no follow up requested.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support advised customer to swap display with known good display to see if problem is isolated to display assembly or replace touchscreen to see if issue is corrected. The customer acknowledged and will call back if needed and no follow up requested, product support provided customer part number touch screen.